Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Unique identifier is unknown. No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was removed/broken on plunger assembly. Both plunger cases were found with some physical damaged and the whole plunger assembly was disassembled by customer. Force sensor test error was observed in event history log. The technician was unable to do any testing to verify the force sensor test due to the whole plunger assembly was disassembled by customer. The root cause of the reported issue was found to be plunger assembly was disassembled by customer which is causing the force sensor test error. Replaced both plunger cases and reassembled the whole plunger assembly. Performed power up process and all functional testing which passed.

Event description:
It was reported that force sensor test failed. No patient injury was reported.